Manufacturer narrative:
D10: concomitants: (B)(6) 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 300-30-08 - equinoxe preserve stem 8mm. (B)(6) 310-01-44 - equinoxe, humeral head short, 44mm (alpha). (B)(6) 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6) 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, initial right atsa implanted in (B)(6) 2022, underwent a revision procedure in (B)(6) 2025, approximately 2 years 4 months post the initial procedure. The surgeon revised an anatomic total shoulder because of a failed rotator cuff to a reverse. The surgeon kept the humeral stem. There were no surgical delays or device breakages during the procedure. No x-rays were able to be obtained. The explanted devices are not available for return. They were not able to be obtained by the sales rep. Device images were provided. The patient had a successful rsa surgery. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely due to rotator cuff failure as reported. The cause of the wear and fracture of the glenoid component may be due to incomplete seating of the implant and/or off-axis drilling of the peg holes during implantation leading to a rocking horse effect. However, the series of events could not be confirmed as the devices were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.